Event description:
The customer reported having issues with her insulin pump. The caller was not feeling well due to her blood glucose being high. The customer stated that it appeared that the connection to the site was broken off. The caller stated that the paramedics were called and her blood glucose was 42mg/dl at time they arrived, then it dropped to 31mg/dl in her way to the emergency room. The customer also stated when they came to her apartment they gave her dextrose, but while staying in the ambulance they gave her sodium bicarb soda mistakenly. The customer mentioned that sometimes she has hearing loss in the right ear and can not hear the alerts. The customer is taking medications for ataxia and overactive bladder. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.